Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 462 mg/dl. The customer reported needing assistance in rewinding the insulin pump and putting in an infusion set. The customer had no symptoms. The customer did not treat for the high blood glucose level. The technician assisted the customer to rewind the insulin pump and put in a new infusion set. The current blood glucose level was unknown. The customer declined troubleshooting for the high blood glucose. The customer states being off the insulin pump due to the reservoir running dry. The insulin pump will not be returned for analysis.